Event description:
The reporter called and alleged a discrepant result when compared to the lab for two patients. The reported device results were 5.1 inr for the first patient and 4.0 inr for the second patient. The corresponding lab results reported were 3.48 and 2.6 inr. Coumadin dosage was reduced for each patient. The reporter declined product replacement.

Event description:
The reporter called and alleged a discrepant result when compared to the lab for two patients. The reported device results were 5.1 inr for the first patient and 4.0 inr for the second patient. The corresponding lab results reported were 3.48 and 2.6 inr. Coumadin dosage was reduced for each patient. The reporter declined product replacement.